Manufacturer narrative:
(B)(4). Batch #: u5df6u. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. In addition, two staples and dry fluid were found lodged on the knife slot and the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the retainer, channel proximal. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information received: two times in a row the same thing happened with the knife stopping after advancing, nurse, reversing and they found more staples wedged in the crotch of the jaws. Each time, they had applied our slr buttress and so surgeon requested that they open a brand-new stapler, new reload and this time no echelon endopath staple line reinforcement and that stapler misfired. The surgeon explained to me that in over 5 years of using our echelon staplers, he has never had anything like this happen and stated he can only point to the obvious factor, your buttress material being the difference. He believes the sticky residue to causing loose staples to adhere to the jaws and get jammed into the crotch. On the gastric bypass, the surgeon was looking to compete the pouch and the stapler misfired two times in a row showing incomplete staples that weren¿t even bent. It appears as though the staples weren¿t making contact with the anvil as the legs remained straight. This occurred twice and so the surgeon opened a 2nd stapler and new gold reload and the stapler completed firing however there was no staple line, simply an open pouch in which he needed to hand sew to close. Surgeon stated that the only change in procedures is the use of ethicon slr. He is currently using gore seamguard after recent issue and never noticed issue with it. The surgeon has been practicing for 18 yrs. And using ethicon products for 5 yrs. Partners are not convinced the issue is related to slr. His typical cartridge selection is green to start then gold. This same selection applies to seamguard as well. They have been using reinforcement for the past 3 ½ yrs. Aggressive cleaning between firings and swishing above the articulation joint. In this event, the first 3 plowing issues occurred with one device using 3 different cartridges. The 4th firing was a new device with no slr. Patient done well post op. The surgeon¿s hypothesis is probably use of stronger glue- clip may have been picked up.

Event description:
It was reported that during a gastric bypass procedure that the stapler misfired three times resulting in incomplete staple lines and the device did not cut. Jaws were washed between each firing and no tissue was found between the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.